Manufacturer narrative:
Physio-control examined the customer's device but was unable to verify, or duplicate, the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. A clinical review of the file was performed; however there was insufficient information provided to determine if the device use contributed to the outcome of the patient. An electronic patient record was not generated by the device because it did not detect the patient during the event (for reasons unknown). Due to the lack of an electronic patient record, it cannot be determined whether or not the patient was in a shockable rhythm during the event. Additionally, the als emt's who arrived with the backup device reported that the patient was asystole, which is a non-shockable rhythm. Physio-control has made numerous attempts to obtain additional details about the patient and the event, but no response from the customer appears to be forthcoming. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not detect a patient during a recent event. The patient, a (B)(6) female, was found choking in her bed by her husband [witness]. The witness observed that the patient had phlegm coming out of her mouth. Although the patient was choking, she was initially conscious. The witness immediately called 911 for assistance. While en route to the scene, and approximately 3 minutes after the initial emergency call, first responders were notified that the patient had lost consciousness and that the witness to the event had started to administer CPR while she was still on the bed. Approximately 3 minutes after the update (6 minutes later, total), first responders arrived on scene. The first emergency medical technician (emt 1) removed the woman from the bed and placed her on the floor to continue CPR. A second emt (emt 2) then prepared the device for use by powering it on. A set of defibrillation electrodes were placed on the patient and then plugged into the device. The device did not automatically begin to analyze the patient and continued to provide a ¿connect electrodes¿ message. CPR was continued on the patient by the emt 1, while emt 2 continued attempted to get the device to detect the patient by disconnecting and reconnecting the electrodes numerous times (the reporter advised at least 3 times) which did not resolve the ¿connect electrodes¿ message. A team of advanced life support (als) trained medics arrived shortly thereafter with a backup device (lifepak® 12). The backup device was connected to the patient where her heart rhythm was observed to be asystole. No defibrillation shocks were provided to the patient using the backup device. The reporter advised that the patient had a history of known heart disease; however, further details about the patient¿s medical history, or the event itself, were not provided. The patient did not survive the event.